Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable faults an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and confirmed errors 25730 and 31226 in the error logs. The universal surgical manipulator (usm) was replaced to resolve the issue. In addition, the fse replaced rj45 coupler for onsite connection. Intuitive surgical, inc. (Isi) did receive a da vinci usm to perform failure analysis. The usm was analyzed, and the unit was tested on an in-house system and passed in normal mode. The unit was also tested on a psc fixture test platform (pftp) and failed the fiber test on the clockspring. The clockspring fiber was swapped with a new one and the errors went away. The original clockspring fiber was reconnected, and the errors returned. The clockspring assembly will be replaced as a fix. The complaint regarding non-recoverable faults was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. The universal surgical manipulator (usm) was replaced by the field service engineer (fse) to correct an issue that rendered the da vinci system in a not acceptable state. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal unilateral hernia surgical procedure, the customer encountered non-recoverable faults. The operating room (or) staff were not able to recover faults. The or staff switched to a patient side cart (psc) from another system and completed the case robotically. The technical surgical engineer (tse) viewed the onsite logs and found errors from (B)(6) 2023 on arm2. The tse found errors 25730, 23098, 32114, 40084, 25732, 25731, 31199, and 32097. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.